Manufacturer narrative:
G4: 06oct2020 b4: (B)(6) 2020 the unit was sent in for bench repair. The technician confirmed the reported issue. The technician also found that the unit was missing the fan retainer and the end cap was cracked. The technician replaced the user interface board, end cap and the fan retainer to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:29dec2020. B4: 06jan2021. A user interface board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to contamination in the board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported a ventilator that would power on autonomously, and would not power off without removing the battery. It was determined that the battery was expired, and is not considered to have malfunctioned. There was no patient involvement or harm.